Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 4.9mmol/ l at the time of the incident. The customer reported after insertion of sensor while removing of sensor, the wire was not in place. On the sensor had sensor glucose value not available error. The customer was advised to monitor the pump and to call back if further assistance is needed. The customer was advised to call back for troubleshooting if alerts persists following sensor change. The sensor will not be returned for analysis.